Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event "blurry image" was caused due to liquid entered the charged coupled device (ccd) glass. Additionally, the reportable event e315 (incompatible scope error) was caused due to component failure. However, a definitive root cause for the reportable event black water is flowing out of the forceps channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope image e315 (incompatible scope error), blurry image and black water flowing out of the forceps channel. There was no patient involvement.